Event description:
Consumer initially reported complaint for error message (e43). During the call, the customer inserted a test strip in the true metrix air meter and error message e-4 displayed. The meter memory was reviewed for previous test result history and customer reported results obtained of hi and 343 mg/dl; customer had reported the result of 343 mg/dl as e43. Customer could not recall obtaining the result of hi. Additional review of the meter memory was attempted but the customer stated that the true metrix air meter displayed 4095 and 1595. The customer¿s expected am fasting blood glucose test result range is 95-138 mg/dl and expected pm fasting blood glucose test result is 148 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 09/30/2022; product storage and open vial date were not disclosed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned. Product evaluation in-process. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 02-aug-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned. Product evaluation has been completed. Defect found on returned strips: high results. Reported defect not reproduced on returned meter. Returned product was forwarded to r&d chemistry for root-cause. R&d investigation has been completed and root cause selected. R&d investigation has been completed and root cause selected. Retention strip lot tested within specifications. Root cause: rc-061: storage outside specifications.